Event description:
Crm received info that this dextrus atrial lead dislodged. In a revision procedure the lead was successfully repositioned. No additional info is available at this time. If additional info becomes available, this event will be updated.